Event description:
It was reported by the customer that a pyxis medstation es system main 5.3 auxillary drawer failed to open. Customer stated that drawer fails to open, but fails again and again every time the drawer opens.there were delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Section h11: updated - upon investigation of the actual device used in this incident, it was determined that drawer 4.1,4.2 and auxiliary drawer 6.1 and 6.2 was not detected on bus. A field service engineer reconnected all the connections to resolve this issue. Customer confirmed all the functions are normal. The system functioned as intended after field service engineer troubleshooted the device.